Event description:
It was reported that pump experienced malfunction during software update which displayed a malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump despite receiving instructions from technical support, so customer switched to multiple daily injections as backup insulin therapy. Technical support arranged shipment of replacement pump.